Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, unknown part/lot; unknown head, unknown part/lot; unknown cup, unknown part/lot; unknown liner, unknown part/lot. It has not been indicated the device will be returned for evaluation at this time. A revision has not been reported and the device(s) are assumed yet implanted. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were submitted for this event. Please see reports: 0001822565 - 2017 - 06419.

Event description:
It was reported patient has been indicated for revision due to recurrent dislocation; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.